Event description:
A nurse reported during intraocular lens (iol) implant procedure, the iol was implanted, and a scratch was found on the optic part. Reporter stated that, it might have been scratched during loading. Explanation was not performed, the procedure was completed on same day without any harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in d.10., h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The root cause may be related to failure to follow the instruction for use (IFU). A non-qualified viscoelastic was indicated. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).